Event description:
During an unrelated procedure, a large subcutaneous hematoma was observed. No active bleeding was seen but compression was applied. The pocket was revised and multiple blood transfusions were required to treat the hematoma. The patient was stable.